Event description:
It was reported that during the lead implant, the superior vena cava (svc) coil appeared to be damaged, as there was resistance during lead insertion. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated damage at implant. The lead was returned with extrinsic damage/pulled-stretched to the svc exposed coil.